Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The customer's reported problem was "over infusing". Inspection of the pump's event log showed no evidence of reported problem. The customer's reported problem was confirmed following three separate delivery accuracy testing and visual inspection. At least one of the delivery accuracy tests found the pump to have a delivery accuracy outside of the published manufacturing specifications. The cause of the failure is unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system over infused. There was no reported patient involvement.